Event description:
Customer reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 164 mg./dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.